Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an end user, who stated that the unit was displaying its "red wrench" alarm indicating low oxygen purity. As he was reporting the complaint, the end user stated that he was having trouble breathing and that his backup oxygen systems were not operational. A devilbiss representative called 911 and remained on the phone with the end user until an ambulance arrived at the end user's home, at which time the call was disconnected so that ems could focus on administering medical attention. Because of the emergent nature of the situation, the end user was not able to assist in identifying whether the issue with the unit was a service issue or a defect. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.